Event description:
Boston scientific received information over a year ago that a red alert was detected for high out of range (oor) pacing impedance measurements. The right ventricular (rv) lead and this device remained in service with no remedial action at the time. Subsequently at a follow up appointment, the pg was reprogrammed from biventricular to left ventricular (lv) configuration. Information was received one month ago that this patient recently was admitted to the hospital due to dyspnea symptoms. During the device check, it was noted thresholds on the rv lead had risen even more than before, and now displayed non-capture at maximum output. High impedance levels had also persisted on the lead. An x-ray was taken and displayed no lead damages, however the patient was scheduled for a lead extraction in the near future. At this time, this was expected to be a lead issue and not a device or connection issue. However, additional information was recently received a revision procedure recently took place to address the issue. Upon opening the pocket, it was determined a connection issue between the lead and device was the root cause of the issue instead of being solely a lead issue. The lead was tested with a pacing system analyzer and determined to be normal, therefore the lead and device were-reconnected with normal diagnostics. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.